Event description:
The customer called and reported her blood glucose was fluctuating from 46 mg/dl up to 253 mg/dl. She was waiting to see her general practitioner. Contact information was provided to customer for clinical assistance. The customer declined to be transferred for assistance.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.